Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopic rotator cuff procedure, in an attempt to avoid wasting the regeneten implant, the surgeon tried to staple it using a tendon anchor; however, the implant was fixated off the intended repair site and the surgeon decided to remove it completely. The procedure was resumed, after a non-significant delay, using an equivalent s+n backup. No further complications were reported.

Manufacturer narrative:
H11 h6 the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided image found a bioinductive implant device on a surface. The metal arm is detached from the insertion device. Next to the metal arm, the implant can be appreciated, it has a damage in the white area. What seems to be a staple is attached to the corner of the device. There is bio debris in the implant. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.